Event description:
The customer contact reported the pt received more medication than intended. On (B)(6) 2012 at 0900, the device was programmed to deliver dilaudid 10 mg/ml, in the pca+ continuous mode, with a 2 mg/hour continuous rate, a 2 mg pca dose, a 15 minute pt lockout, no dose limit, and the delivery was started. At 2144, the customer contact reported that a new syringe was loaded into the device, and that the programming was checked by 2 nurses. On (B)(6) 2012 at 0115, it was reported that the device was alarming for an unspecified alarm condition. At this time, the customer contact reported that the nurse noted that the dilaudid syringe was empty; however, the device display indicated that 11.7 ml had been delivered. At this time, the nurse noted that the pt was unresponsive, and called the rapid response team. The customer contact indicated the pt was monitored by electrocardiogram, and was treated at unspecified times with narcan 0.3 mg, 0.8 mg and 0.4 mg. At unspecified time, the pt became alert and was agitated. The device was removed from clinical service. Therapy was resumed using a replacement device. At an unspecified time the same day, the pt was transferred to inpatient hospice. On (B)(6) 2012 at an unspecified time, the customer contact reported the pt expired due to the reported disease process. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the history indicates that on (B)(6) 2012 between 1850 and 1857, the device was programmed in the pca + continuous mode, drug minute pca lockout, a 2 mg/hr continuous rate, no four hour limit set, the door was opened once and locked twice, infuser reset alarm and the infusion was started. At 2143, an empty syringe alarm occurred. Between 2145 and 2157, 3 stop infusion, 1 infusion reset alarm, and 1 door opened occurred. At 0958, the device was turned off. Between 2237 and 2245, vial alarm, 2 check syringe alarms, 2 injector alarms, the settings were retained and confirmed, a loading dose of 0.2 mg administered, the door was locked and the infusion was started. New date stamp of (B)(6) 2012. At 0146, an empty syringe alarm occurred. At 0150, the door was opened. At 0151, the device alarmed 3 times for empty syringe and twice for vial alarm. At 0152, the device was turned off. At 0158, a check syringe alarm, injector alarm and 3 empty syringe alarms occurred, and the device was turned off. Between 0219 and 0234, 3 empty syringe alarms, 5 check syringe alarms, 1 check setting alarm, 3 injector alarms, and 3 vial alarms occurred. At 0242, the device was programmed in the pca + continuous mode, drug concentration 10 mg/ml, with a 1 mg pca dose, a 15 minutes pca lockout, a 2 mg/hr continuous rate, no four hour limit set. At 0243, inf rst alarm occurred, and the door was opened. At 0248, the device was turned off. At 0252, 2 vial alarms, 1 low battery alarm, 1 check syringe alarm, 1 empty vial alarm occurred, and the device was turned off. At 0326, the device was turned on and at 0328, the delivery was started with the same programming parameters. At 0333, 2 vial alarms and 1 check syringe alarm occurred, and the device was turned off. Between 0643 and 0646, 2 empty syringe alarms, 1 check vial, 1 injector alarm occurred, a battery discharge, device turned back on, and the settings were retained. At 0646, the door was locked and opened twice. At 0647, an injector alarm, a vial alarm, check syringe alarm occurred, and the device was turned off. This report represents all the info known by the reporter upon query by hospira personnel.